Manufacturer narrative:
A visual examination of the returned device revealed that the blue with white stripe dilator was broken. The remainder of the dilator including the suture with dart was returned. Analysis also revealed no damage to the capio slim suture capturing device. The device worked as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart was unable to penetrate through the patient's tissue. The procedure was completed with another uphold lite. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the blue with white stripe dilator was broken. The remainder of the dilator including the suture with dart was returned.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during an uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart was unable to penetrate through the patient's tissue. The procedure was completed with another uphold lite. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the blue with white stripe dilator was broken. The remainder of the dilator including the suture with dart was returned. Additional information received on october 16, 2018. The dilator was removed from the patient by hand.